Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy¿ drug eluting stent was selected to treat the lesion. However; upon removal of the stent protector while holding the tip carefully, it was noticed that the mounted stent was deformed. The device was not used and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with struts from the 5th most proximal row onwards distorted, lifted from the stent profile and stretched distally over the bumper tip for approximately 40mm from the distal markerband. The maximum crimped stent profile and crimped stent outer diameter (od) at the undamaged portion was measured and are within the specification. The product stent protector was not returned for analysis with the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy¿ drug eluting stent was selected to treat the lesion. However; upon removal of the stent protector while holding the tip carefully, it was noticed that the mounted stent was deformed. The device was not used and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.